Event description:
International affiliate reports the rod cutter was broken when it was used to cut a rod. It was noted the broken piece fell on the sterilized desk and no debris was left in the patient body. The surgery was delayed by about five minutes and there were no resulting adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual verification indicated that the rod cutter had become fractured at the 3.5mm rod open slot. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fracture surfaces to facilitate a more detailed investigation on the fracture characteristics of the device. Results show that the fractured surface exhibits primarily uniform grainy/rough regions, which are indicative of a static brittle failure. No material defects or other abnormalities were observed during this analysis. A review of the device history record for the rod cutter found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the rod cutter was conducted on the specific product code from this complaint as the product family does not exist for this instrument. It was noted that there were no related complaints associated with rod cutters becoming fractured. In this complaint there was no harm to the patient but potential may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the rod cutter becoming fractured cannot positively be determined. However, the sem fracture analysis results that the fractured surface exhibits primarily uniform grainy/rough regions, which are indicative of a static brittle failure. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.